Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced rectocele, enterocele, perineal gaping, exposed mesh and vaginal atrophy. It was also reported that the plaintiff allegedly experienced pain, infections and incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2015-57258.